Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an IV tubing set leak at one of the needleless ports. The customer reported no patient harm.

Manufacturer narrative:
Concomitant medical products: (2) hospira 250ml IV bag of 0.9% nacl, lot 55-034-jt, exp. 07/2017, therapy date unk. The customer¿s report of a leak was not confirmed. Visual inspection of the primary and secondary set noted no defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed anywhere on the primary and secondary set. Functional testing was performed and there were no leaks observed anywhere on the primary or secondary set during the gravity run. Pressure testing was performed and no air bubbles or leaks were noted to be found anywhere on the primary or extension sets. The root cause of the customer¿s report of a leak was not identified.